Event description:
It was reported that balloon pinhole occurred. Anterograde arterial access was performed via the femoral approach and transposition of a subocclusive lesion in the tibio-fibular trunk territory. The same with multiple, segmental and calcified stenotic lesions. After a 0.018 v18 wire was passed through the lesion, a 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during the first inflation, balloon dilation was unsuccessful, with loss of pressure being observed in a manometer syringe. Leakage, punctate, with leakage of insufflation fluid at the distal end of the balloon was observed. The balloon was replaced and the procedure was successfully completed. No patient complications nor injuries were reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and midly calcified tibio-fibular, and that the balloon ruptured at 6 atmospheres.

Event description:
It was reported that balloon pinhole occurred. Anterograde arterial access was performed via the femoral approach and transposition of a subocclusive lesion in the tibio-fibular trunk territory. The same with multiple, segmental and calcified stenotic lesions. After a 0.018 v18 wire was passed through the lesion, a 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during the first inflation, balloon dilation was unsuccessful, with loss of pressure being observed in a manometer syringe. Leakage, punctate, with leakage of insufflation fluid at the distal end of the balloon was observed. The balloon was replaced and the procedure was successfully completed. No patient complications nor injuries were reported and the patient's status was stable.